Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received. Section b3: date of event is estimated.

Event description:
It was reported that the patient's entire system was explanted due to infection. The location of the infection is unknown. No further information is known or was provided.